Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a polarity switch occurred due to low bipolar impedance on the right ventricular (rv) lead. There was also no capture in the bipolar configuration. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.